Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Requested but not returned by hospital.

Event description:
It was reported that the patient underwent right and left total hip arthroplasties on unknown dates. Subsequently, the patient was revised on both sides on (B)(6) 2016, the left side due to poly wear and right side due to unknown reasons. The locking rings, head from one side, and liners were revised. It is unknown which side had the head revision.